Event description:
A distributor reported that a patient allegedly received a burn on his/her back during a surgical procedure (known as a lumbar micro disc) performed in (B)(6) 2011. The alleged burn was on the contra lateral side of the incision and appeared as a half circle.

Manufacturer narrative:
The initial reporter indicated that three patients at one site were allegedly burned. This is the second of three mdrs to be filed concerning these incidents. Despite several requests for information, the site has not provided any additional details on the alleged events. After these alleged events occurred, the site quarantined the microscope. Thereafter, on march 29, 2011, the surgical microscope's system software was updated, a safety functions test was performed and all functions were confirmed. The product labeling provides information regarding phototoxic tissue injury recommending, among other things, use of the lowest light setting possible, reducing the exposure time to a minimum and taking precautions to irrigate the surgical field. (B)(6).